Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a merlin.net transmission revealed noise and high impedance on the atrial lead. No patient symptoms were reported and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that the lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Event description:
New information reported that the patient was seen for follow-up. Lead impedance was still high but reverted to normal values upon reinterrogation. Sensing was low at the initial interrogation but was also normal following reinterrogation. The previously observed noise could not be reproduced. Device reprogramming was performed and the patient would continue to be monitored.